Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector on an ilet device became stuck in the pump interface during an initial training and could not be twisted to remove, including after attempts with and without the cartridge inserted. Symptoms included no adverse clinical effects and no impact to blood glucose, as the patient had not started using the ilet. Outcomes included replacement of the affected device and planned return of the product. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed a mechanical connection issue at the luer interface that prevented detachment of the connector. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical jam at the connector interface.